Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: faulty blower, device alarms with "technical fault: 431001" (blower fault) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the device displayed the technical fault 431002 which means that the device stopped ventilating. The root cause was identified to have been a defective blower. The service technician replaced the blower and ran all required system tests. The device worked as intended and is back in use again. In this case there was no patient involvement but if such an event were to happen while a patient was connected the ventilator would have to be exchanged and possibly temporarily ventilated in a manual way. In such a case a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: faulty blower, device alarms with "technical fault: 431001" (blower fault) no patient involvement.